Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event. The reporter was unable to troubleshoot, and animas has made multiple requests for additional information. This complaint is being reported based on the allegation of inaccurate delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery was on (B)(6) 2016 at 10:02. The last bolus delivery was a 1.50u bolus on (B)(6) 2016 at 23:47. Review of the total add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required. No delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.